Manufacturer narrative:
(B)(4). D10 ¿ medical products item# unk, lot# unk, unk rht tmj fossa comp. G2: foreign source: spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a right tmj procedure on an unknown datesubsequently, the patient experienced posterior displacement, and the devices have been removed with a maintainer being utilized. Patient will received a custom tmjpm joint. Patient also has left side stock prosthesis.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Attempts have been made to gather all product identification information and no further information has been provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, h10 and h11.